Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the mid 300s (mg/dl) for approximately 1 week. Customer changed infusion sites and administered syringe boluses to treat bg levels. Reportedly, bg levels were in target at the time of the call with tandem technical support. Customer stated that they believed that the elevated bg levels may be due to recently changing from the cleo infusion set to the t:90 infusion set; however, customer's bg levels have also been in target since while using the t:90 infusion set. Recommendation was made to observe the infusion site region prior to inserting the infusion set cannula to ensure that the site is a good placement.